Manufacturer narrative:
Philips service replaced the fuse, restoring the device to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to start due to mpdu control board fuse damage on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.